Manufacturer narrative:
No evaluation conducted to date due to no product being available for return. Examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the footprint anchor tip broke in the patient during insertion into the bone hole. The broken piece was removed, and another bone hole was drilled. A backup anchor was used to complete the procedure. No delay was reported. No patient injury or complications were reported.

Manufacturer narrative:
Device investigation narrative - one unopened 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the device showed no abnormalities. Functional assessment of the device confirmed the inner plug was able to be advanced as intended. The torque limiter functioned as well. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. (B)(4).